Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. Also, it was confirmed that this device was manufactured on november 28th, 2007. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing test at the user facility, the subject device tested positive for the following some kinds of bacteria. - the subject device tested positive for staphylococcus coagulase negative, micrococcus sp and bacillus sp (total of microbial colony count 23 cfu/ 100 ml) on (B)(6) 2017. - the subject device tested positive for staphylococcus coagulase negative and champignon filamentous (total of microbial colony count 7 cfu/ 100 ml) on (B)(6) 2017. - the subject device tested positive for staphylococcus coagulase negative and corynebacterium sp (total of microbial colony count 5 cfu/ 100 ml) on (B)(6) 2017. There was no report of infection associated with this report.